Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced both batteries and the power management board. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a one-year inspection of the cardiosave intra-aortic balloon pump (iabp), the iabp was plugged in for one hour but the battery did not charge. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a one-year inspection of the cardiosave intra-aortic balloon pump (iabp), the iabp was plugged in for one hour but the battery did not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during a one-year inspection of the cardiosave intra-aortic balloon pump (iabp), the iabp was plugged in for one hour but the battery did not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the requested power management board is no longer available to be returned for failure investigation.

Event description:
It was reported that during a one-year inspection of the cardiosave intra-aortic balloon pump (iabp), the iabp was plugged in for one hour but the battery did not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service representative provided additional repair information than what it was reported in the initial MDR. The batteries were attempted to be charged. Although the batteries seemed to be fully charged on the monitor of the iabp, they became empty while installing them in the iabp and removing them from the battery bays several times. The batteries were unable to be charged at all and would not recover. It was concluded that those batteries seemed to be faulty. As stated in the initial MDR, the batteries were replaced with new ones. In addition, the power management board was replaced and requested to be returned to the national repair center for failure investigation, as engineering suspects that the issue is due to the pmb and not the batteries. A supplemental report will be submitted upon completion of the nrc investigation.